Manufacturer narrative:
It is known that the combined material (surgiflo®) was solidified and it became like a crumbled state for unknown reasons. The surgery duration was extended with 30 minutes. There were no adverse consequences to the patient. On this basis the event is classified as a "near incident" as the incident did not result in death or any serious injury. If new information becomes available, the event will be reevaluated.

Event description:
It was reported by a sales representant that during an aortic valve replacement surgery, after preparing the surgiflo® hemostatic matrix kit with thrombin, it could not be applied to the back of the sternum since the combined material was solidified and it became like a crumbled state. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. The lot number is 258566. No sample will be returned. Clarifying questions have been asked, however, no more information has been available.